Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reyg0329 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that on (B)(6) 2016, they conducted placement of a groshong catheter under ultrasound guidance using the seldinger method. The placement process was successful. Nurse stated that during the operation there was no sharp object contacting the catheter. The whole length of the catheter was 36cm and the exposed length was 6cm. The placement location was at the right upper basilic vein and the tip end location of the catheter was at the superior vena cava. On (B)(6) 2016, the patient went back to the hospital for maintenance. During maintenance it was found that the catheter had already been broken and the breakage site was at the mark of "30cm" on the catheter. The broken 30cm catheter had entered into the patient's body and interventional radiology helped out to get catheter out via interventional surgery. Nurse reported no injury to the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 4fr s/l groshong catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a break was observed at the 30cm depth marking. The catheter break was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Two partially circumferential splits exhibiting similar characteristics were also observed between the 30cm and 31cm depth markings. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.